Event description:
The customer reported that their AED will not power on and displaying an error or warning. Customer stated that they used a test battery and still received a service code. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 10/06/2017 and placed into service on (B)(6) 2018 with battery pack serial number (B)(6). On (B)(6) 2021 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2023 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.